Event description:
It was reported that during a pulsed field ablation procedure, the catheter stored within the sheath could not be deployed properly while attempting to insert inside the body. Several attempts were made to extend or rotate the catheter, but it did not resolve theproblem. The catheter array was found to be deformed, so the normal ring shape could not be maintained, the catheter was replaced, however a similar event occurred immediately after the catheter was replaced. The electrode was also damaged, the catheter's electric potential and the catheter's display signal disappeared. In the end, the physician decided to supply power to only four places in a damaged state, and the power was delivered without any problems. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012897458 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, the nitinol wire was observed to be bent in the distal arm transition, the spiral array pebax tube was observed to be kinked, and the guidewire lumen was observed to be kinked at 0.83 inches from the distal tip. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. The compatibility test with the test sheath could not be performed due to the condition of the returned catheter. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. In conclusion, the loop catheter failed the returned product inspection due to the kinked spiral array pebax tube, the kinked guidewire lumen on the spiral array, and the bent nitinol wire in the spiral arrays distal arm transition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.